Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criterion medically significant) and experienced procedural pain ("pain"), feeling abnormal ("brain fog"), fatigue ("exhaustion"), alopecia ("hair falling out"), mood altered ("moodiness"), headache ("headache") and depressed mood ("feeling depressed"). Essure was removed. At the time of the report, the hysterectomy and procedural pain outcome was unknown and the feeling abnormal, fatigue, alopecia, mood altered, headache and depressed mood had resolved. The reporter considered alopecia, depressed mood, fatigue, feeling abnormal, headache, hysterectomy, mood altered and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criterion medically significant) and experienced procedural pain ("pain"), feeling abnormal ("brain fog"), fatigue ("exhaustion"), alopecia ("hair falling out"), mood altered ("moodiness"), headache ("headache") and depressed mood ("feeling depressed"). Essure was removed. At the time of the report, the hysterectomy and procedural pain outcome was unknown and the feeling abnormal, fatigue, alopecia, mood altered, headache and depressed mood had resolved. The reporter considered alopecia, depressed mood, fatigue, feeling abnormal, headache, hysterectomy, mood altered and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm the ptc complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.